Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown titanium osteosynthesis/unknown quantity/unknown lot. Other number: UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: stuck, b.a., heller, t. (2011) materials for treating mid-facial fractures. Hno 2011; 59:1088-1092. A retrospective study examined the differences in post-surgical complications for the two osteosynthesis materials (titanium vs. Resorbable materials) when treating lateral mid facial fractures. In the period under examination, kls martin, (B)(4) and synthes, (B)(4) were implanted--both implant types are made from pure titanium. The resorbable system implants used lactosorb se plates from biomet microfixation (B)(4) and rapid resorbable fixation system from synthes (B)(4). One-hundred forty (140) interventions were performed using titanium osteosynthesis and 25 with resorbable material. The patient group treated with titanium osteosynthesis had 30 women and 110 men. The average age for patients in this group was 50.6 years. A total of 24 patients had post-surgical complications. Of these 10 were found to result from the osteosynthesis material. Fifty-four (54) of the 140 patients treated with titanium osteosynthesis received a plate removal. In two patients, complications arose after the removal of the osteosynthesis material. The osteosynthesis complications included wound healing impairment (4), which was greater than normal and persistent edema and a scar on the subciliary seam requiring corrective surgery. This is report 1 of 2 for (B)(4). This report is for an unknown titanium osteosynthesis and refers to the patients with plate removal for unknown reasons and corrective surgery for scar.